Event description:
The reporter stated that the keepsafe fall monitor alarm model 8350 had various issues, but did not elaborated. No patient injury reported. Inspection of the alarm by posey shows that it is alarming intermittently.

Manufacturer narrative:
Evaluation: results: (other) - inspection of the alarm shows that it is missing a battery door. The alarm is intermittently alarming.